Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The exact date that the incident occurred is unknown. The date entered is based on the customer report of "2 weeks ago". The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported encountering a loss signal while scanning the adc device. The customer reported they felt that they were ¿losing what was going on around them¿ and they were unable to self-treat. The customer had contact with a healthcare professional who administered glucose gel for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported encountering a loss signal while scanning the adc device. The customer reported they felt that they were ¿losing what was going on around them¿ and they were unable to self-treat. The customer had contact with a healthcare professional who administered glucose gel for the diagnosis of hypoglycemia. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and freestyle libre sensor kit passed all tests prior to release. Attempted to activate high/low glucose alarms with the android/fsll using a good known libre 2 sensor successfully receive high/low glucose alarms. No issue were identified with the librelink app. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.